Event description:
It was reported that the right atrial (ra) lead had undersensing and was dislodged. The ra lead was removed and was not replaced due to the patient's chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.